Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
On (B)(6) 2014, the patient reported she experienced hyperglycemia after the infusion set detached from her body and leaked insulin. Her blood glucose was 258 mg/dl at 4:30 pm, 275 mg/dl at 5:15 pm, and 302 mg/dl at 5:20 pm. Her target range is 80-225 mg/dl. The infusion set had been in use for 2 days, and she cleanses the site with alcohol prior to insertion. She was advised on proper use of a transparent dressing. The infusion set was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.